Event description:
Pt was being transferred by lift & slipped out of lift - lift is to be able to be used to potty pt and pull pants down - when transferred they pulled pants down & he fell out through opening - head was on floor & feet still in sling. Lift removed from floor - factory called - suggested too large sling - also when fell bar was across pt wrong - no label asks how it should be placed over pt - all staff had been inserviced & inserviced again after fall - labeled by facility - was not in use then needed for another pt 4/18/97 - when attempted to use correct way with their sling pt slipped out partway - used sling from another lift & was able to transfer safely other pt - feel something not right with lift.